Event description:
The manufacturer received information alleging an issue with a ventilator's delivered volume. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device will be recalibrated to address the issues. A "service required" code was observed in the ventilator's downloaded error log. The device's power management board and detachable battery cable will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.